Manufacturer narrative:
Device is a combination product.

Event description:
(B)(6) clinical study. It was reported that side branch stenosis occurred. In (B)(6) 2018, clinical status assessment indicated that the patient's qualifying condition was unstable angina. Prior to procedure the patient had elevated biomarkers indicating myocardial infarction (mi) and was referred for cardiac catheterization. Subsequently, the index procedure was performed. The target lesion was located in the proximal left anterior descending (lad) artery with 95% stenosis, a length of 38mm, and reference vessel diameter of 3.00mm. The target lesion was treated with pre-dilatation and placement of a 3.00 x 48mm study stent. Following post dilatation, the residual stenosis was 0%. Baseline core lab angiography result revealed 60% side branch stenosis in first diagonal branch. Post procedure angiography revealed 80% 'branch percent stenosis'. The patient was discharged on the next day on dual antiplatelet therapy.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
(B)(6) clinical study. It was reported that side branch stenosis occurred. In (B)(6) 2018, clinical status assessment indicated that the patient's qualifying condition was unstable angina. Prior to procedure the patient had elevated biomarkers indicating myocardial infarction (mi) and was referred for cardiac catheterization. Subsequently, the index procedure was performed. The target lesion was located in the proximal left anterior descending (lad) artery with 95% stenosis, a length of 38mm, and reference vessel diameter of 3.00mm. The target lesion was treated with pre-dilatation and placement of a 3.00 x 48mm study stent. Following post dilatation, the residual stenosis was 0%. Baseline core lab angiography result revealed 60% side branch stenosis in first diagonal branch. Post procedure angiography revealed 80% 'branch percent stenosis'. The patient was discharged on the next day on dual antiplatelet therapy.